Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superior mesenteric artery. An unspecified guide wire was selected and advanced to the target lesion. A 6.0mmx18mmx90cm express sd renal/biliary stent was delivered thru a 6 fr unspecified guide catheter. Upon advancing the stent, the stent came off the balloon. The stent was able to be snared and successfully removed from the patient. The procedure was completed with another unspecified size express stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superior mesenteric artery. An unspecified guide wire was selected and advanced to the target lesion. A 6.0mmx18mmx90cm express&#59411;d renal/biliary stent was delivered thru a 6 fr unspecified guide catheter. Upon advancing the stent, the stent came off the balloon. The stent was able to be snared and successfully removed from the patient. The procedure was completed with another unspecified size express stent. No patient complications were reported and the patient's status was fine.